Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for an endovascular treatment of a suspected infected aneurysm. It was reported a slight increase in aneurysm was observed during the 6-month follow-up, but no endoleak was found. Approximately 8 months post the index procedure the patient returned for follow up where hemoptysis was observed along with a possible iiib endoleak. It was also reported that there is a tendency of stent expansion around the aneurysm. Core lab reviewed images from the 8 month follow up and confirmed the type iiib endoleak was located in the proximal device but noted that they could not rule out this affecting the distal graft also it was reported the cause of the hemoptysis is unknown and the cause of the type iiib endoleak per the physician was due to the navion fca recall. No additional clinical were reported and the patient will be monitored

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.